Event description:
The reporter stated in a published article (european journal of anesthesiology [24:464-475]) that a patient experienced an aspiration ten days after tracheostomy tube placement in conjunction with a report of increasingly bloody tracheal aspirates upon suctioning. He was also observed to have a respiratory rate of 48 breaths per min with bilevel mode of ventilation; however, the ventilator indicated a respiratory rate of only 16 per min. There was an ulceration and bleeding associated with this event. "The tracheostomy tube was readjusted outward and rotated counter-clockwise to relieve the pressure," and the breathing pattern improved. "The internal tracheostomy tube opening had been pressing against the right posterolateral side of the trachea" preventing the patient "from taking full spontaneous breaths." The patient was unsuccessful in taking a breath "until the ventilator gave him the required mandatory positive pressure breath."

Manufacturer narrative:
The product has not yet been received for evaluation. Smiths was unable to confirm the issue without benefit of returned product evaluation. However, an engineering study of this issue is being conducted on the hyperflex tube. A report on the findings of this study is expected within 45 days. An additional report will be submitted when this information becomes available. Smiths recognizes that this report is being submitted within the required timeframe. The information was received by smiths medical in june 15, 2007 and forwarded to the regulatory department in the u.s. June 18. MDR reporting deadline based upon the date the information was initially received was july 13, 2007. The u.s. Report date was inadvertently used to calculate the reporting deadline. Smiths continues to be committed to regulatory compliance and will make every effort to ensure that this does not recur.